Event description:
Info received indicates when the brake is applied, the caster wheels would not roll but would ratchet from side to side.

Manufacturer narrative:
The technician installed a brake/steer upgrade kit, and replaced one brake caster on head right, and one on foot left to repair the stretcher.